Manufacturer narrative:
(B)(4).

Event description:
New information received stating the event occurred in the patient's right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported after a glaucoma stent implant surgery, a patient experienced choroidal wrinkles and vision loss in the operative eye found on a postoperative visit. The patient responded poorly to drip anesthesia and moved his head. The surgeon then injured the chamber angle slightly. The surgeon indicated the choroidal wrinkles may have occurred during the injury. Additional information has been requested.